Manufacturer narrative:
Pump received with button error alarm and intermittent button response due to flattened button dome switch. Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the escape and act buttons were hard to press and would be intermittently responsive. The customer also reported a no delivery alarm that was resolved by an infusion set change. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.